Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used two (2) cook fusion omni pre-loaded with acrobat 2 wire guides. It was reported that the nurse wanted to withdraw the guide wire from the catheter with the orange device (included in the packaging) [zip tool], and when zipping, she felt a resistance and didn't succeed to peel the sphincterotome [unable/difficult to perform zip exchange]. They took another tome (with the same lot number) and the same problem was observed. Finally, they opened a third tome with a different lot number, and they succeed to withdraw the guide wire from the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion pre-loaded with acrobat 2 wire guide sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: the products said to be involved were returned in a clear plastic bag. Provided with the return were 2 open pouches from the lot number provided in the report. The labels match the devices returned. Our laboratory evaluation of the products said to be involved confirmed the report. Device #1 the device was returned with the wire guide lumen partially utilized approximately up to 87.3cm distal to the purple shrink tubing. The outer edge of the wire guide lumen was rippled, and the catheter was twisted throughout the length of the device, indicating difficulty preforming separation of the wire guide lumen/zip exchange. The provided wire guide was included in the return and it was noted that it had become kinked close to the zipped area, likely further evidence of the reported difficulty. A functional test was conducted to test the remainder of the wire guide lumen. During our laboratory analysis, the sphincterotome was prepped and was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160vr). The wire guide was secured with a snaploc-o from our shelf stock and a zip tool was used from our shelf stock. Zipping was attempted; however, resistance prevented the further zip of the catheter and coating damage with additional kinking was noted at the area of attempted zip on the wire guide. Therefore, the report of difficulty zipping the wire guide is confirmed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device #2 the device was returned with the wire guide lumen partially utilized approximately up to 101.1cm distal to the purple shrink tubing. The outer edge of the wire guide lumen was rippled, and the catheter was twisted throughout the length of the device, indicating difficulty preforming separation of the wire guide lumen/zip exchange. The provided wire guide was included in the return and it was noted that it had become kinked close to the zipped area, likely further evidence of the reported difficulty. A functional test was conducted to test the remainder of the wire guide lumen. During our laboratory analysis, the sphincterotome was prepped and was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160vr). The wire guide was secured with a snaploc-o from our shelf stock and a zip tool was used from our shelf stock. The remainder of the wire guide lumen was utilized. Resistance was encountered therefore confirming difficulty preforming separation of the wire guide lumen/zip exchange. After completing the exchange, the outer edges of the wire guide lumen were noted to be slightly rippled. Slight twisting of the tubing was also observed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned devices confirmed the report of difficulty performing zip exchange. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Resistance while performing the zip exchange can occur if the catheter of the sphincterotome becomes damaged (i.e. Kink or bent). A kink or bend in the catheter can compress the wire guide lumen compromising the zipping process. A kink in the sphincterotome can occur if the device receives added pressure during advancement through the endoscope or general handling. The instructions for use caution the user "the elevator should remain open/down when advancing or retracting the sphincterotome." If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could cause a kink in the sphincterotome. Prior to distribution, all fusion pre-loaded with acrobat 2 wire guide sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.